Event description:
Customer reported the insulin pump alarmed weak battery and the battery compartment was chipped. Customer was having trouble with batteries. Customer stated the third battery and device alarmed. Customer was not using recommended battery. Blood glucose was 181 mg/dl. Customer was unaware how damage occurred. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump was monitored for four days. No unexpected weak battery alerts noted during testing. Passed displacement test and off no power test. The operating currents were in spec. Broken battery tube threads noted. Cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, cracked reservoir tube window and cracked reservoir tube. Slightly corroded battery tube noted.